Manufacturer narrative:
The reported event of ¿guidewire unable to advance¿ was not confirmed. Analysis found that a complete lead was returned in one piece measuring 86.1cm without a guidewire. A guidewire could be fully inserted into the lead without any difficulty. Visual and x-ray inspections did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was unable to advance through the lead. The lead was exchanged during the procedure. The patient was stable in condition.